Event description:
On (B) (6) 2009, patient reported he has been having issues with e4 (occlusion) alerts for the past several months. Patient stated his infusion device displayed an e4 (occlusion) while the infusion device was in use. Patient reported he has elevated blood glucose because of the occlusion errors. Patient stated his blood glucose is currently "300 and something." Patient reported he has not been able to treat the elevated blood glucose as he is currently at work and does not have any more infusion sets with him. Patient stated he does not use injection therapy. Patient reported tubing was last changed today about 5 different times as well as the site. He stated an occlusion error has occurred with each infusion set. Had patient disconnect from his infusion site and prime; it occluded. Had patient remove the infusion tubing and prime; it did not occlude. Patient did not have any more infusion sets with him. On follow up call about an hour and 37 minutes later patient reported his normal blood glucose range is 80-130 mg/dl. Patient stated he has tested his blood glucose since the initial call and his reading has come down to 256 mg/dl. Patient reported the occlusion error was not lot number specific. He stated he had issues with other infusion sets from a different lot number. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.